Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant and other non-malignant pain. On (B)(6) 2018, it was reported that the patient's pump had been alarming since march. The patient noted that their managing physician would no longer treat them because they missed a refill appointment. The patient noted that they had missed the refill when their husband had dies despite multiple calls to reschedule before the alarm date. The patient requested physician listings as their "battery [would] die soon". No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that they had not been able to find a new managing healthcare provider. No further complications were reported.